Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no output-image not coming with any output-dvi (digital visual interface signal), sdi (serial digital interface), yc (similar to an s-video cable. Gives video output), composite due to defective dp board (printed circuit board), all leds of front panel starts glowing due to defective dp board (printed circuit board), heavy dust inside the equipment. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event no output-image not coming with any output-dvi (digital visual interface signal), sdi (serial digital interface), yc (similar to an s-video cable. Gives video output), composite was cause due to defective dp board (printed circuit board). The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subjected device had image not coming with any output. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.